Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0012408680); product type: 0195-heart valves; product ID l-evprop34 (lot: 0012311964); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, fluoroscopic valve check showed and frame overlap to node 4. After a pre-implant balloon dilatation with a 22 millimeter (mm) balloon, the valve was deployed but the frame overlap remained.  The valve was recaptured and deployed in the ascending aorta. The valve overlap remained so the valve was retrieved from the patient and a new valve was loaded and successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via fedex from galway rpa lab in a return kit. The jar was filled with cloudy 0.2% glutaraldehyde solution. The valve had a lot of coagulated blood all over the valve. The valve was in a partially crimped condition and dry. All leaflets are slightly stiff but flexible and intact. The valve tissue is discolored showing evidence of blood contact with the leaflets demonstrating a wrinkle-like appearance associated with the valve loaded in the capsule for an unknown duration. All leaflets are partially open. All commissures appeared intact. The valve was submerged in a warm saline bath; valve frame reset. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed; no issues were noted. Image review: four intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed and a misload is present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, despite the misload, the valve was attempted to be implanted resulting in an infold. There is evidence that the infolded valve was redeployed in the ascending aorta without resolution of the infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Furthermore, recapturing an infolded valve will not resolve the infold. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured two times. The first time was due to the infold and the second time was due to the valve being deployed in the ascending aorta. A procedural delay occurred as a result of the infold.

Manufacturer narrative:
Updated b.5 and imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.